Event description:
It was reported that oversensing of crosstalk on the ventricular channel was observed. The patient condition was fine. The physician decided not to reprogram the device at this time.

Manufacturer narrative:
(B)(4).